Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using three proglides after an aortobiiliac endoprosthesis interventional procedure with a 12f sheath. Reportedly, the suture did not come out when the plunger was removed with all three proglide devices [cuff miss]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code (B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.